Event description:
It was reported that bd q-syte ext set leaked at the septum. The following information was provided by the initial reporter, translated from chinese to english: at 09:30 on 29 october 2023, when replacing a PICC septum needleless closed infusion connector for a child, a 5ml saline syringe was inserted into the connector, and a leak was found at the septum connector when it was pushed in, so a disinfectant was immediately given to replace the infusion connector again.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Manufacturer narrative:
Investigation results: lot 2277528 is a final product lot. Q-syte subassemblies used in that final lot were built under part number 8004149 lots 2272522 and 2280027. DHR for lot 2272522 was reviewed. No related quality issues or deviations were found during the manufacture of the subassembly batch. DHR for lot 2280027 was reviewed. No related quality issues or deviations were found during the manufacture of the subassembly batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information